Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000132731.

Event description:
It was reported that the patient was experiencing ineffective therapy from one of their occipital leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs lead was repositioned to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient experienced ineffective stimulation caused by the original position of the lead. Surgical intervention was taken where the left occipital lead was repositioned. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.